Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited increased shocking impedance measurements on the right ventricular (rv) lead. The patient's rv lead was a non-bsc product. The rv lead was explanted and replaced, and the ICD remains in service. No additional adverse patient effects were reported.